Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone# (B)(6). E1: reporter phone# a philips field service engineer (fse) evaluated the device and confirmed that there was no alarm noise due to a malfunctioning speaker. The problem was replicated on site, and system logs showed no error code. The fse replaced the speaker to resolve the issue. Device function, visual, ECG, and network checks were performed and passed. The system was returned to service. Analysis was performed and investigation has been completed. The engineer replaced the speaker assembly for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that there was a speaker malfunction and no alarm noise. The device was not in use on patient at time of event, there was no adverse event reported.